Manufacturer narrative:
The mv sensor was programmed off. X-rays revealed an anomaly on the non-boston scientific right ventricular (rv) lead. Technical services discussed lead replacement. As of today, the device and lead remain in service and no intervention was planned for the moment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) stored episodes showing noise on the ventricular channel. Technical services reviewed the episodes and confirmed the noise was minute ventilation (mv) sensor signals. Further troubleshooting was recommended to determine if a lead issue was present. It was also recommended to program off the mv sensor. No adverse patient effects were reported.